Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of 128 ohms. Troubleshooting options were discussed. The patient was brought to their clinic for a device check and the physician was going to continue monitoring the patient. No interventions were planned at that time. No adverse patient effects were reported. The lead remains in service.